Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 47-year-old male was implanted with an impella cp for support during high-risk cardiac procedure. It was reported that the patient was being transferred from the cardiac cath lab table to bed. During the transfer aic alarm noted ¿in aorta¿. P- level decreased and patient placed back to cath lab table. The doctor was unable to advance impella to correct position, under fluoroscopy. The decision made to remove impella and place new one.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position when the patient with impella cp was being transferred from the cardiac cath lab table to bed and aic alarm was noted ¿in aorta¿. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.